Event description:
It was reported that the tubing expands until it breaks and the contrast does not flow with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from spanish to english: in the radiodiagnostic room they found some 3-way stopcock with 10 cm extension are broken by the part of the extension, when they injected contrast liquid with the pump. The extension expands until it breaks and, logically, the contrast does not flow. Defective samples were removed and are not available. There are also no unused units of the same affected lot.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8338940. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the photograph submitted. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd connecta is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all connecta units; bd will continue to track and trend for this issue. Bd was able to confirm the customer¿s indicated failure mode with the picture. Bd was no able to duplicate this failure mode because the damage on tubing was apparently caused by high pressure application. Quality records have been consulted for tracking and trending purposes and the results indicates no occurrence, the maintenance records no reveals any reported issues related to this issue during manufacturing date of the batch. It is important to mention that connecta product should be used for infusion therapy only.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing expands until it breaks and the contrast does not flow with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from spanish to english: in the radiodiagnostic room they found some 3-way stopcock with 10 cm extension are broken by the part of the extension, when they injected contrast liquid with the pump. The extension expands until it breaks and, logically, the contrast does not flow. Defective samples were removed and are not available. There are also no unused units of the same affected lot.